Manufacturer narrative:
(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage before using on patient when in a clinical setting before using on patient. It was changed to a new one. No impact on patient.

Event description:
It was reported that the doctor found cuff leakage before using on patient when in a clinical setting before using on patient. It was changed to a new one. No impact on patient.

Manufacturer narrative:
Qn # (B)(4). One actual sample was returned for investigation as below. Visual inspection performs found a white tape surround the sample. Cuff able to maintain its pressure at 25mbar. Cuff was then placed under water for water leak test. There is no bubble flowing out from the cuff. This indicates that there is no leakage on the cuff. The side arm and pilot balloon were then placed under water for water leak test. There is no bubble flowing out from the side arm and pilot balloon. This indicates that there is no leakage on the side arm and pilot balloon as well. No bubble flowing out from pilot balloon and side arm. The complaint reported cuff leak during clinical setting before use on patient. One piece of actual sample was returned for investigation. Based on the investigation conducted, defect mode could not be confirmed. There were no bubbles flowing out from cuff, side arm and pilot balloon which indicates no leakage on the tube.